Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x ray for the pt was done on the left side for the pts nerves and noticed that 2 leads were pulled apart on the left side of the back for they were shifted. When asked for an event date the pt did not answer the question. Pt will be having the 2 leads replaced with 2 new ones. Patient said that their ins was put in backwards as well.